Event description:
It was reported that "during surgery, the surgeon was attempting to twist the inner shaft of the vlift expander. He found that it would not rotate past a certain point and noticed the screw of inner shaft had worked its way out of instrument. The set screw had wiggled its way out and fell into the patient. Screw was located and removed."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.